Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the cartridge was re-loaded to address the issue. Customer's blood glucose (bg) level was 36 mg/dl. Customer is unsure of the cause of the low bg but suspects that it may have been due to too much exercise. Reportedly, customer consumed carbohydrates to address bg.